Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Price et al 2009 (geenen ps) ¿ ¿good stents gone bad: endoscopic treatment of proximally migrated pancreatic duct stents¿. Surgical stents were placed in the pd anastomosis during surgery for the following conditions: pancreatic cancer (6), intraductal papillary mucinous neoplasm (3), and choledochal cyst (1). Surgical stents were standard, small, straight, 3f, geenen stents (cook medical, bloomington, ind). Off-label use (10 patients): surgically altered anatomy and prophylactic use. Liver abscess (1 patient): of the 8 stents within the biliary tree, 1 was complicated by a liver abscess.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x unknown geenen pancreatic stent device was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. It should be noted that the possible instructions for use for pancreatic stent devices, ifu0055-4 , states the following: ¿intended use: this device is used to drain obstructed pancreatic ducts¿. ¿notes: do not use this device for any purpose other than stated intended use¿. There is evidence to suggest the user did not follow the IFU. Image review: n/a root cause review: a definitive root cause of off label use was identified from the available information, when the device is outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. This is highlighted by the prophylactic stent placement of a cook pancreatic stent "during surgery for the following conditions: pancreatic cancer, intraductal papillary mucinous neoplasm and choledochal cyst" which is not a stated use as per the IFU and therefore has not being tested in a clinical setting. As per the stated instructions per use that accompany each pancreatic stent device, pancreatic stents are to be used for drainage of obstructed pancreatic ducts. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient developed a liver abscess that required unexpected medical intervention. Complaints of this nature will continue to be monitored for potential emerging trends.